Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to part # 342975 and serial # (B)(6). Problem statement: customer reported complaint on a facscalibur cytometer 4 color basic ivd- 342975 that there is leakage at the bottom of the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 29may2019 to date 29may2020. Complaint trend: there are zero similar complaints related to this issue. This is the only one, # 1595902. Date range from 29may2019 to date 29may2020. Manufacturing device history record (DHR) review: review of DHR part # 342975 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a faulty connector in the waste line. This connector caused a leak within the instrument which flowed to the bottom underneath it. Although the customer stated in the event description of trackwise that the leaking fluid was just water from the waste line, a leak coming from a waste line may present an opportunity for exposure with contaminated fluid that has not been treated with bleach, especially when it was not contained within the instrument. The tsr (technical service representative) had shipped the customer the connector and instructed them how to install it over the phone. There was no harm to the user as the repair was performed successfully and safely. After the repair, the instrument was rebooted by the customer and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case #(B)(4). Install date: 28mar2016. Defective part number: n/a. Work order notes: subject / reported: pi-342975-facscalibur-the bottom of the instrument leaks. Problem description: facscalibur-water leaks from the bottom of the instrument. Clinical use. Blood disease laboratory. Will not be used for new coronary pneumonia research. Telephone guidance. Work performed: send the connector to the user, complete the replacement by remote guidance, and the instrument is operating normally. Cause: water leak. Solution: send the connector to the user, complete the replacement by remote guidance, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because this is not a returnable part and was discarded. Risk analysis: risk management file part #342973ra, revision 03 was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. ID: 3.1.2. O hazard: instrument inoperable. O cause: reversed fluidic connectors for sheath tank, by mfg at spares reference (fyi-08-07). Harmful effects: 1. Delay in results 2. Required cts and or fse visit. Risk control: n/a. Implementation verification: n/a. Effectiveness verification: n/a. Propabiltiy: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause due to a faulty waste line connector. Conclusion: based on the investigation results, the root cause of liquid underneath the instrument was due to a defective waste line connector. Despite the fluid leak was from the waste line, the customer was able to repair the issue over the phone with the tsr safely. The safety risk is low because there was no impact to customer health or safety. Supporting document: n/a. H3 other text : see h.10.

Event description:
It was reported that there was waste leakage outside of instrument with a bd facscalibur¿ flow cytometer. The following information was provided by the initial reporter: facscalibur-leakage at the bottom of the instrument, clinical use, hematology laboratory, telephone guidance. 1.seen the leakage from inside the instrument to the outside of the instrument. 2.the leakage wasn't in a customer accessible location. 3.the leaked liquid was water. 4.leakage came from waste line. 5.no blood or bodily fluids exposed to the customer. 6.no harm to the customer due to the leak.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was waste leakage outside of instrument with a bd facscalibur¿ flow cytometer. The following information was provided by the initial reporter: facscalibur-leakage at the bottom of the instrument, clinical use, hematology laboratory, telephone guidance. Seen the leakage from inside the instrument to the outside of the instrument. The leakage wasn't in a customer accessible location. The leaked liquid was water. Leakage came from waste line. No blood or bodily fluids exposed to the customer. No harm to the customer due to the leak.